Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure the distal radiopaque tip separated from a 014 high torque balance middle weight (bmw) elite guide wire requiring intervention. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a highly calcified lesion at the bifurcation of the proximal left anterior descending (lad) coronary artery and the first diagonal artery with 70-90% stenosis. An unspecified guide wire was advanced to the lad and the 014 high torque balance middle weight (bmw) elite guide wire was advanced to the diagonal with no resistance for protection. Two non-abbott stents were deployed in the medial lad. On removal of the bmw guide wire resistance with one of the stents was met and force was applied. The distal radiopaque tip separated from the guide wire. Unsuccessful attempts to snare / lasso the tip were made and ultimately another unspecified stent was deployed to impact [trap] the guide wire tip. The patient was reported to be in a good condition post procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: 1204 not labeled. Device codes: 1528 labeled 2017 labeled. Internal file number - (B)(4). Device code 2017- against resistance. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal resistance was met with one of the stents resulting in the reported difficulty to remove. Manipulation of the device (using force) ultimately resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.